Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirt out during prime, diminished battery life, reject new batteries, sometimes insulin pump did force to reload the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.